Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was having pain at the ipg site due to weight loss and was having difficulty charging the ipg. The patient was also experiencing rib pain caused by stimulation and an increased in stimulation on a non targeted area despite reprogramming. The patient underwent a revision procedure wherein the ipg and leads were repositioned. The patient was doing well postoperatively.